Manufacturer narrative:
There were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no related quality issues were found during production.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a "small hole" in the tubing that was found during use while being flushed. The following information was provided by the initial reporter: "small hole in tubing leakage when cannula flushed"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a "small hole" in the tubing that was found during use while being flushed. The following information was provided by the initial reporter: "small hole in tubing leakage when cannula flushed".